Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called and reported she was hospitalized with high blood glucose over 700 mg/dl and diabetic ketoacidosis. The customer experienced nausea, vomiting, and blurred vision. The customer stated that upon removal of the insulin pump when she got to the hospital, she found the cannula was bent. Customer was treated with an intravenous drip. During troubleshooting, it was found the customer was not removing the introducer needle properly and had a lot of scar tissue and stretch marks. The customer also reported that on the night before this report, she experienced high blood glucose over 600 mg/dl and was receiving no delivery alarms. It was stated the alarm was resolved by a complete set change. The insulin pump will not be returning for analysis.